Event description:
It was reported that log files were sent for review, and the log file captured on (B)(6) 2025 starting at 9:14:53, no external power events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. Further information provided that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. Data from the reported event date of (B)(6) 2025 in the submitted controller event log file was reviewed. On (B)(6) 2025 at 09:14:54 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to 0v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that there was no loss of power to the house, the ac power cord did not come loose from the back of the unit or wall, the unit had a v-lock connector, and no equipment was exchanged. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. The manufacturer is closing the file on this event.